Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-jan-2019. This spontaneous case was reported by a physician and describes the occurrence of inflammatory pain ("inflammatory pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause since 2013 and hot flashes since 2013. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced inflammatory pain (seriousness criteria medically significant and intervention required), arthralgia ("multiple joint pain on shoulder girdle, lower limbs, hand, elbows") and hypoaesthesia ("hypoesthesia on feet toes, developed progressively"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the inflammatory pain, arthralgia and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for arthralgia, hypoaesthesia and inflammatory pain with essure. The reporter commented: the multiple joint pain started after essure insertion. The pain progressed hourly and inflammatory with very marked morning for one hour and night wake-up because of pain and impossibility to stay in place in the bed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.